Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr evaluated the reported device. The fsr performed calibrations on the unit and resolved the customer's reported issue at this time. No parts will be returned at this time and this situation will continue to be internally investigated by carefusion.

Event description:
The customer reported while using the avea ventilator, it was pressure spiking. The unit was on a patient with the issue occurred, no ham or injury to the patient is associated with this event.

Manufacturer narrative:
Results of investigation: marketing team evaluated the customer's reported issue and observed the ventilator's waveforms. It was determined that the device was operating properly to specifications and the customer was interpreting the waveforms incorrectly. There was no failure or malfunction with the device.